Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the aorta in a 56-year-old female patient with a history of coronary artery disease and renal insufficiency, presenting with acute myocardial infarction and cardiogenic shock, scai shock staged, on multiple inotropes, vasopressors, and ventilator support prior to initiation. The impella 5.5 was placed as escalation from an impella cp. During the planned upgrade after graft anastomosis, pigtail and glide-wire were used to access the left ventricle, but the wire and pigtail became stuck at the right innominate artery before reaching the ascending aorta. Contrast injection suggested possible dissection. The procedure was stopped and the patient transferred for CT angiography, which revealed focal dissection of the axillary artery. No further intervention was needed, but the surgeon decided not to re-approach the site due to tortuosity at the innominate. The patient was brought back the next day and impella 5.5 was placed via direct approach. The device supported the patient without issue and evaluation for dvad or oht was planned. A new psnr alarm was reported, but the patient remained on support. The impella functioned at p-7 at 4.5 l/min as intended. Aortic dissection may be related to surgical manipulation and vascular access challenges during device placement and cardiac surgery.

Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella 5.5. Datal logs were reviewed as part of the investigation of the impella 5.5. These findings were brought to cross functional support from the automated impella controller (aic) team and it was determined that an additional report for the aic was needed. This was determined on 5/18/2026 and this is the aware date of this new information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.